Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit fill cannula option can be programmed from 0 to 10 units. Feature will begin at the last fill up cannula amount. The fill cannula feature working properly.

Event description:
The customer reported via phone call of hospitalization for high blood glucose over 500 mg/dl and being in a diabetic coma. Troubleshooting found that the drive support cap was normal but the customer declined to troubleshoot any further for high blood glucose and indicated that he wanted a new pump only. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.